Manufacturer narrative:
Product event summary:the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit,the mechanical operation of the catheter was damaged and the mechanical operation of the catheter shaft was bent. Damaged during use. The analyst also noted: a 19cm proximal segment of catheter was returned. Slitter was not returned, therefore condition and brand are unknown. Spiral slitting(technique issue) is visible on catheter from the beginning, shaft is kinked at 1cm from handle. Stress cracking visible on shaft at various locations.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during slitting, the catheter tore apart in the patient's venous system. The physician had to use a scissors to make a small opening to engage the slitter and remove the rest of the catheter. The catheter will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.